Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced redundant power tray assembly to resolve the issue. The system was verified and ready to use. The unit was returned for failure analysis and the reported system faulting with error 86 was confirmed could not be reproduced. In logs, error 86 was found indicating the fault confirming the fault occurred in the field. Visual inspection, no issues were found that are related to the reported issue. The unit was installed onto the golden system and completed program no problem so far, continued performance was set to 10 power cycles & sitting idle for 1hrs. After testing 10x cycles no error, once the testing was completed, the system error logs were inspected, but no error could be identified.

Event description:
It was reported that during a da vinci-assisted surgical procedure using an xi system, a customer called in mid-procedure to report an 86 fault on the system. The system was not online at the time; however, earlier logs confirmed an 86 fault on the intuitive surgical core power distribution (ipd). As the customer was using the system video for laparoscopy, troubleshooting was not possible, and the customer ended the call, stating they would call back after performing a power cycle on the vision side cart (vsc). The staff later called back to report that the power cycle had resolved the issue for the time being. The intuitive surgical, inc. (Isi) technical support engineer (tse) advised the caller that the error may return, and it is unknown how the procedure proceeded. No known impact or patient consequence was reported.